Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 41622 was encountered¿ was confirmed during the latch lock test. The probable cause was latch/lock mechanism problem. The latch was replaced with a new one. Updated software and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that error code 41622 was encountered, which typically indicates a system fault, often related to motor issues or a loose component within the pump. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.